Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 months post implantation the lens was explanted. A specific reason for the lens explant was not provided. The doctor attempted to reposition the lens prior to lens explant. Additional information has been requested but no new information has been received.